Event description:
Additional information received indicated the event was discovered in clinic. The patient was asymptomatic. The atrial sensitivity was reduced to resolve the issue. The patient was stable throughout.

Event description:
It was reported that the patient's atrial leadless pacemaker (alp) was over-sensing far r-waves. Further information was not provided.